Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the device was flushed with contrast near the papilla vater, the contrast leaked from the catheter a few centimeters from the distal tip. The procedure was completed with another tandem xl ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed reportable based on the investigation finding: catheter split.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual evaluation of the returned device found a radial split present in the extrusion on the proximal edge of the ro marker. Functional evaluation found that when water was injected in the injection port using a 5 cc syringe, the water exited out the distal tip. When a finger was placed over the distal tip causing back-pressure in the injection lumen, water then leaked out the split adjacent to the ro marker. The tandem xl devices are 100% inspected for splits during manufacturing and the devices are checked for leaks prior to packaging. Since it is unknown whether the defect occurred due to customer handling/prep of the device or procedural factors, the exact root cause could not be determined. The device history record review found the device met all manufacturing specifications.